Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries requiring medical intervention; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2016: the patient underwent repair surgery and had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2016: the patient underwent repair surgery and had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with abdominal wall hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿having completed the extensive lysis of adhesions a ventralex mesh was placed and sutured." (B)(6) 2016 - patient was diagnosed with partial small bowel obstruction due to adhesions. (B)(6) 2016 - patient was diagnosed with fistula, recurrent incisional hernia thereby underwent laparoscopic converted open repair with removal of ventralex mesh. Per operative notes, ¿the prior mesh was densely adhered to the bowel, eroded and have created a fistula. After lysis of adhesions, the ventralex mesh was removed. The recurrent incisional hernia was then repaired using sutures." (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia, recurrent bilateral inguinal hernias thereby underwent laparoscopic repair. Per operative notes, ¿adhesions to the abdominal wall were completely lysed. A recurrent incisional hernia was identified; it was a defect just right of the umbilicus. A primary repair was done using sutures." Attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, fistula, pain, hernia recurrence. It is also alleged that the patient had significant scar tissue. Enterotomy required to remove mesh. Anastomosis of two enterotomies. Mesh erosion through bowel. Resection of enterocutaneous fistula between small bowel, mesh and skin.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries requiring medical intervention; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 11 months post implant of ventralex mesh, patient was diagnosed with fistula, erosion, hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists fistula, erosion, hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-oct-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.